Event description:
The explanted devices were returned for analysis. No analysis was completed to date. No additional relevant information was received to date.

Event description:
Product analysis was completed on the returned lead and generator. The lead assembly was returned in one portion; the portion of the lead with the electrodes and tie downs was not returned. Setscrew marks were observed on the connector pin, providing evidence of proper mechanical contact between the generator and connector pin. No discontinuities were identified during the continuity check. Based on the analysis performed, there was no evident to suggest discontinuities in the returned portion of the lead assembly. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, evaluation could not be performed on that portion of the lead. Visual examination of the generator noted markings typical of surgical procedures. No other surface abnormalities were noted on this device. System diagnostic tests were performed and resulting status checks were normal for all tests performed. The device performed to functional specifications. Review of internal device data noted a change in impedance to high impedance detected on 08/16/2018. No additional, relevant information was received to date.

Event description:
It was reported that, the patient was referred for a potential full revision due to high impedance and battery depletion. After the generator was replaced, high impedance was still detected, and therefore the lead was replaced as well. The suspect product has not been received to date. No further relevant information has been received to date.